Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging the onetouch verio test strips were having an unknown issue. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the test strips were having an unknown issue. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging the onetouch verio test strips were the "source of the unknown error message" on her onetouch verioiq meter. ((B)(6) 2012) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. However an unrelated issue was found. On performance testing with control solution the test strips were found to be reading high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.